Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that 3/4 way through the procedure, the surgeon notice the inner sheath's ceramic tip got broken. Another set of instrument was used to finish the procedure. After the procedure, it was noticed that the patient's bladder might be perforated. Xray was taken and confirmed that the patient had a perforation. Upon evaluation of the patient's condition, the surgeon concluded that the bleeding was minor and open surgery was not necessary. Catheter was used to draw the blood instead. The surgeon suspected that the sharp edges of the broken sheath might have caused the perforation of patient's bladder. The broken pieces were recovered from the patient. The patient was brought back in the next day for further evaluation. Since the patient was injured and additional x-rays were taken, the case is deemed as reportable.